Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the auxiliary water tube had not been cleaned for each case but is cleaned for each day. The issue was found during a reprocessing. There were no reports of patient harm/involvement.